Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device found a set screw with a rounded socket. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had a setscrew problem that made it impossible to screw the lead in the connector body. The device was never implanted and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.